Event description:
It was reported that during the patients visit the xray showed externalized conductors. No other electrical anomalies were observed. The lead remains implanted. The physician will monitor the patient. No further information is available.